Event description:
Ta-55 staples malfunctioned and did not fire. Some contents of the small bowel came out of the end of the small bowel and contaminated the wound. After completion of anastamosis, wound was irrigated with 500 cc saline with 2 gms of kantrex. Post op course uneventful.